Event description:
The user facility had a few instances where the cotton tipped applicator unraveled and left lint or got lint stuck in pts' eyes. There was no specific pt noted to have been affected.

Manufacturer narrative:
The manufacturer's quality assurance and quality control staff found during the device inspection, that the cotton tipped applicator is not recommended for use in the eye area due to the possibility of linting. A more applicable item would be an eye spear which is specifically manufactured for use in the eye area. The customer was apprised of this finding and use recommendation and the information was added to cotton tipped applicator labels and labeling as well.